Event description:
Customer reported that he has a small problem with his sensor insertion site and is not sure how to prevent it. Customer stated that the site felt itchy all day. He got home and looked at it and had dried blood all around the sensor. Customer also stated that he has a 3 inch bruise where he was wearing the sensor. Customer has been on the sensor since january and this is the first time he has experienced this issue. Blood glucose is 183 mg/dl. Customer stated the site is not actively bleeding. Sensor inserted at abdomen. Customer is unsure if the sensor was tugged or pulled at insertion. Sensor is inserted away from restrictive clothing and using only one piece of overtape. The sensor is fully inserted and the site is comfortable. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.